Event description:
A scrub tech reported that during a procedure, the probe was not cutting well. The probe was exchanged and the case was completed without harm to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).